Manufacturer narrative:
The insulin pump was received with currents within specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected excessive no delivery alarm. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip, cracked lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The alarm occurred during a bolus attempt. The patient's blood glucose at the time of incident was 437 mg/dl. Troubleshooting was initiated for the no delivery alarm. The infusion set tubing was not bent or kinked. The patient had tried different cannula lengths as well. The infusion set was changed but the insulin pump alarmed no delivery during another bolus attempt. The insulin pump was returned for analysis.